Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent rectocele repair and vaginal extraperitoneal colpopexy due to pop, rectocele, cystocele, and sui. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, organ perforation, fistulae, bleeding, dyspareunia, neuromuscular problems, incontinence, and interstitial cystitis. It was reported that the patient underwent release of pubovaginal sling and revision on (B)(6) 2006 due to voiding dysfunction. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 due to voiding dysfunction. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 07/19/2016.

Manufacturer narrative:
It was reported that patient underwent revision of pubovaginal sling tension-free vaginal tape (obturator approach) on (B)(6) 2006 due to voiding dysfunction. No additional information was provided. (B)(4).